Manufacturer narrative:
The pump and the introducer were returned to abiomed for failure investigation. The root cause of the pump unable to pass through the introducer was due to excess of epoxy at the pump housing resulting in an interference fit and the inability to insert the pump through the introducer.

Manufacturer narrative:
The introducer 13 fr was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) years old (B)(6) male had an introducer 13fr inserted. The impella pump was stuck in the sheath, blood leaked and the patient got a shock temporary (systolic blood pressure (sbp)<70) and blood transfusion was made due to blood leaking.